Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained from back to back non-fasting results of 363 and 348 mg/dl. The customer's expected fasting blood glucose test result range is 110 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, the customer performed a fasting blood test and produced test result of 315 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/15/2018 and open vial date is unknown. The meter memory was reviewed for previous test result history (time not set correctly): (B)(6). Customer obtained a 175 mg/dl result fasting this morning then had cheerios for breakfast and tested an hour and half after eating and obtained 363 mg/dl and 348 mg/dl back to back blood results which concerned him. Explained to the customer the importance of testing regularly as his doctor prescribed and to keep accurate results in order for the doctor to be able to evaluate more accurately how his medications is working for him.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained from back to back non-fasting results of 363 and 348 mg/dl. The customer's expected fasting blood glucose test result range is 110 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, the customer performed a fasting blood test and produced test result of 315 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/15/2018 and open vial date is unknown. The meter memory was reviewed for previous test result history (time not set correctly): 348mg/dl (B)(6) 2016 10:46 pm fasting:no, 363mg/dl (B)(6) 2016 10:45 pm fasting:no, 198mg/dl (B)(6) 2016 08:42 pm fasting:yes, 175mg/dl (B)(6) 2016 07:47 pm fasting:yes, 191mg/dl (B)(6) 2016 07:15 pm fasting:yes, memory concerns:363 mg/dl,348mg/dl. Customer obtained a 175 mg/dl result fasting this morning then had cheerios for breakfast and tested an hour and half after eating and obtained 363 mg/dl and 348 mg/dl back to back blood results which concerned him. Explained to the customer the importance of testing regularly as his doctor prescribed and to keep accurate results in order for the doctor to be able to evaluate more accurately how his medications is working for him.